Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software, product ID hh9020tdd, serial# (B)(6), product type: section d. Information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal bupivacaine and hydromorphone via an implantable pump for non-malignant pain. The patient reported the handset lags at 90% since they received the personal therapy manager (ptm) at implant. Agent reviewed information and assisted the patient with clearing data. Issue resolved with troubleshooting. Additional information was received from the patient reporting they were supposed to have 6 boluses per day but this morning they only showed 2. During the call patient resynced with the pump and personal therapy manager (ptm) and confirmed only 1 bolus was left and a bolus was available but patient did not want to use the last bolus. Patient stated they had been in pain all day so they decided to use 1 of the 2 boluses this morning before calling into patient services. Agent assisted the patient to confirmed the bolus parameters and pump date/time. Patient stated this issue happened 4 weeks ago, before their last refill. Patient stated the healthcare provider (hcp) did not know what to do and told the patient to contact medtronic. Patient stated the last refill was september 13th and their next refill was october 10th. Additional information was received from the company representative (rep) reporting they were experiencing multiple issues with a patient's myptm device. The first issue involved clearing the cache the device would load up to 90% and stop, preventing the patient from delivering a bolus. The patient had attempted to clear the cache and restart their phone on several occasions, but the issue persisted. Tech services assisted the rep and patient in reordering a new myptm device. The replacement would be sent to the physician's office rather than directly to the patient, as the office already had one available on-site. The rep also reported a perceived discrepancy in bolus delivery. The patient's settings included a 30-minute lockout interval, with 2 boluses per hour and a maximum of 6 per day. Tech services reviewed the 24-hour rolling clock function with the rep and discussed how remaining boluses from an open session may appear as discrepancies if the myptm app was not fully closed. After further consultation with another tech services re presentative, it was confirmed that the current bolus configuration was appropriate and functioning as intended. Tech services also assisted the rep with unpairing the old myptm device during the call. The patient stated they would reach out if assistance was needed with pairing or decoupling the new device. No further issues were reported.